Event description:
While infant sucking on pacifier during diaper change, 11 month old turned pacifier, put pacifier in mouth sideways, and pacifier became lodged in throat causing partial airway obstruction. Described as "road runner".